Manufacturer narrative:
The customer returned the ECG event data, and evaluation concluded that although the rhythm should not have been shocked clinically. The "shock advised" issue by the device was due to the irregularity and variability in amplitude of the signal. The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not because of a device malfunction. We have reviewed data from our complaint database and have concluded that the complaint mode identified in the investigation of these reports does not show an increase in failure trend. Our evaluation found that the device met specification. We don't believe the reported event was attributed to a device malfunction.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device returned a "shock advised" determination for a heart rhythm that appeared to be non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.